Event description:
The hot water ablation was carried out and there was good blanching noted. At about five minutes however there was apparent leaking of water through the cervix. Pt complained of vulvar pain, procedure immediately stopped. Inspection did not reveal any significant thermal damage to the vagina or labia but applied silver sulfadiazine cream 1% to vaginal area.